Event description:
It was reported that a "call your doctor" icon message was seen on the patient's programmer and they were unable to adjust their stimulation. Additional information was requested, but was not available at the time of this report.

Event description:
Follow up information received indicated that the patient had no concerns with their device and/or therapy. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3778-60, serial #(B)(4), implanted: (B)(6) 2009, explanted: na, lead model 3778-60, serial #(B)(4), implanted: (B)(6) 2009, explanted: na, programmer model 37742, serial #(B)(4), recharger model 37752, serial #(B)(4). (B)(4).